Event description:
It was reported that the patient experienced cardiac perforation, cardiac tamponade, pericardial effusion, and a drop in blood pressure during a procedure to implant a leadless implantable pulse generator (ipg). When applying pressure for the 'gooseneck', the delivery system slipped and moved to a relatively lower septal position. The first deployment was aborted. During the confirmation of the second deployment location, accumulation of contrast was found in the pericardial region, and the implantation was suspended. An echocardiogram was performed to confirm pericardial effusion. After a few minutes of observation, due to the worsening of the pericardial effusion and patient condition (drop in blood pressure), the doctors performed pericardiocentesis. The patient was stabilized afterwards. The leadless ipg system was attempted/not used. The introduced was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Analysis indicated the distal seal of the delivery system introducer was torn. Visual analysis of the introducer indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.